Event description:
A report was received that the patient's ipg was heating up and unable to charge. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's ipg was heating up and unable to charge. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure wherein it was discovered that the ipg had flipped. The physician replaced the ipg as a precaution. The patient was doing well post-operatively.

Event description:
A report was received that the patient's ipg was heating up and unable to charge. The patient will undergo an ipg replacement.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging due to the ipg being flipped was confirmed. Charge profile revealed low charge current that was due to poor coupling/alignment of the charger to the ipg. Ipg was properly coupled in the cis lab, and battery profile revealed a maximum depletion rate which was within the expected range. The device exhibited normal charging and discharging characteristics.